Manufacturer narrative:
. Pt age: age/date of birth: unknown. Pt gender: sex: unknown. Date of event: unknown. Serial #: unknown. Expiration date: unknown. Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: unknown. Initial reporter: telephone number: (B)(6). (B)(4). PMA 510(k): this report is being filed on an international product; tecnis optiblue 1-piece iol, model zcb00v that has a similar product, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient's post op visual acuity was 0.1 (20/200) after implantation of the model zcb00v, intraocular lens. The doctor assumes the possible cause of this issue is the over correction by correction of spherical aberration. The date of the event is unknown. No patient injury was reported. No further information was provided.